Manufacturer narrative:
Multiple attempts were made by phone and in writing to obtain additional detailed information from the user facility regarding this report, but no response has been received to date. The two olympus lithotriptors referenced in this report were not returned to olympus for evaluation. The cause of the user's experience cannot be conclusively determined at this time. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) with lithotripsy as the users attempted to crush a stone, the basket wire of the lithotriptor broke at the wire joint near the handle. The users reportedly removed the lithotriptor handle and sheath, and attempted to utilize another company's emergency sheath and handle to remove the basket without success. The users then attempted to insert an unidentified snare through the non-olympus emergency sheath to grasp the broken wires, but were no successful. The users then elected to employ "esl" to crush a portion of the stone and deployed a second olympus lithotriptor to attempt to crush the enclosed stone and remove the basket. However, the basket wire of the second lithotriptor was said to have broken near the pipe. The sheath from the second lithotripter was removed from the pt, and using the emergency handle on the second lithotriptor, the stone was crushed and both baskets were removed from the pt. Stents were reportedly placed inside the pt.